Manufacturer narrative:
Batch review performed on 21 december 2018. Lot 171990: (B)(4) items manufactured and released on 10 october 2017. Expiration date: 2022-11-05. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
About 3 months after primary the surgeon revised the patient for infection. An I&d was performed and the liner was swapped successfully. The pathogen is unknown.

Manufacturer narrative:
On 12th of june 2019 we received the information that the patient involved in the complaint is male and not female.